Manufacturer narrative:
The investigation is ongoing.

Event description:
During the implant of a 29mm sapien 3 implant, the valve was unable to be deployed. An extra inflator was attached to the commander delivery system to monitor balloon inflation pressures (atm's) during deployment. During 2nd timeout it was confirmed that the extra inflator was locked; however, during deployment, the inflator did not stay locked, and volume was transferred from atrion to the extra inflator. The issue was identified quickly and was able to deploy volume to the valve during the long pacing run and the valve was near full deployment. An echo showed a small paravalvular leak (pvl). The delivery system and atrion were set to nominal volume and the valve was post dilated for full deployment and the echo showed no pvl. The patient was stable. No devices will be returned.

Manufacturer narrative:
Correction to h6 (component code). Update to h6 and h10 (type of investigation, investigation findings and investigation conclusions) to reflect investigation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on thv deployment. Check to ensure that the thv is exactly between the valve alignment markers, flex tip is on the triple marker and balloon lock is locked. Perform thv deployment by unlocking the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp less or equal 50 mmhg, and pulse pressure lesser than 10 mmhg, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty was unable to be confirmed due to unavailability of the complaint device and / or applicable imagery. Due to unavailability of the device, engineering was unable to performed any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Due to unavailability of the work order review of the dgr, lot history was not performed. A review of IFU/training materials revealed no deficiencies. As reported, 'during deployment, the inflator did not stay locked and volume was transferred from atrion to the extra inflator was locked, however during deployment, the inflator did not stay locked and volume was transferred from atrion to the extra inflator, and the valve was unable to be deployed.' As the additional inflation device was unlocked during deployment, it is possible the inflation volume during deployment flushed into the additional inflation device instead of the inflation balloon, resulting in the observed inflation difficulty. In this case, available information suggests that procedural factors (use of additional inflation device) may have contributed to the complaint events. Without procedural imagery or the returned device, a conclusive root cause is unable to be determined.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of a mfg. Report related to this complaint. This section (h10) of this report has been updated. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-05806.